Event description:
It was reported that during a colectomy procedure, part of the blade fell out at the beginning of the use. The tissue pad, which broke off, did not fall into the pt. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.